Event description:
New filter (guardian disposable bacterial/viral filter)connected to expiratory hose of ventilator. Patient was placed on ventilator and started coughing very hard. Patient was removed from ventilator and hand bagged. There was no injury to patient. Ventilator was later tested with an artificial lung. Artificial lung hyperinflated. No deflation. The filter was examined and it was found that the port (it's supposed to be hollow with openings at both ends for air flow) was completely sealed with clear rigid plastic at the distal end of the port. There was no opening to the distal end of the port. No way for air to flow through.manufacturer contacted our facility.